Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc). It was reported that there was a leak from the insufflation tube which was used with the subject device. It was not informed whether the insufflation tube which was used with the subject device was olympus device or not and the insufflation tube was discarded by the user. Based on the evaluation result, it was surmised that the reported failure phenomenon was caused by a leak from the damaged insufflation tube. The exact cause of a damage of the insufflation tube could not be conclusively determined.

Manufacturer narrative:
The subject uhi-4 was not returned to olympus medical systems corp. (Omsc). Omsc will investigate the subject uhi-4 to identify the root cause of this failure phenomenon when omsc receives it. The uhi-4 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
(B)(6) informed olympus (B)(4) of the event below on march 13th, 2019. On (B)(6) 2016, the subject uhi-3 was used for the myomectomy. During the procedure, co2 was leaked from an insufflation tube. The subject uhi-4 judged that the patient's abdomen leaks and continuously increased the volume of co2 insufflation. The user replaced the insufflation tube and completed the procedure. There was no report of the patient¿s injury regarding this event.